Event description:
Medtronic received information regarding resistance in the distal end of the phenom 27 microcatheter and the distal end of the pipeline failed to open.  The patient was undergoing an aneurysm embolization procedure for treatment of a carotid artery cavernous segment unruptured saccular aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 14mm. Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed per the instructions for use (IFU). There was resistance in the distal end of the catheter during delivery. It was difficult to position the pipeline but the system did not jump and it was delivered at the intended location. Multiple pipelines were not in use. There was no friction during the positioning. The distal end of the pipeline failed to open. It was noted that the pipeline was not positioned in a vessel bend. The surgeon attempted to coax the pipeline open with the guidewire and the catheter but without success so the pipeline was resheathed and removed with the microcatheter. There was no harm or injury to the patient. No additional medical or surgical intervention was required to prevent permanent patient impairment. The event did not lead to or extend patient hospitalization. Final angiographic results were satisfactory.

Manufacturer narrative:
Continuation of d10: product ID fg15160-0615-1s (lot: 228090054); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was finished successfully after exchanging the stent. Recapping and repositioning of the device maintained the resistance and no opening in the distal area of the same. Opted for the replacement of the entire system. The resistance occured in replacement. There was no damage obsvered to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield were returned stuck inside the phenom 27 catheter, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed. The proximal end of the braid was found fully opened and frayed. Kink and bend were found on the pushwire at 52.0cm to 61.0cm from the distal tip coil. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or user deploying the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate, which rules out the vessel tortuosity as a potential cause. It is possible that the damaged braid or user deploying the braid in the vessel bend contributed to the failure to open. Damage to the braid can occur due to resheathing more than two times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery" was confirmed, as the pipeline flex shield was returned stuck inside the phenom catheter. Both the pipeline flex and the catheter were found to be damaged. The observed damage on the catheter (accordioning), braid (fraying), pushwire (bending), and hypotube (stretching) suggests that a high force was used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex shield through the catheter against resistance. However, the cause of the resistance could not be identified. Possible causes of the resis tance include a lack of continuous flushing with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.